Event description:
It was reported that the patient was scheduled for battery replacement due to increase in seizure. It was later noted that the patient underwent battery replacement due to prophylactic reasons. The explanted generator has not been returned to the manufacturer to date. No other relevant information has been received to date.